Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgical procedure, particles were observed in the eye after the use of healon pro. The source of the particles is unknown and may not be related to healon pro; however, the complaint was submitted as a precaution. The procedure was delayed by 10 minutes. The patient was not injured and no surgical or medical intervention was required. The foreign particle was of unknown origin but was confirmed not to be part of the intraocular lens. Based on additional information received, the customer has a strong suspicion that the instruments were the source. No further information is available.